Event description:
Pt presented to ER with complaint of bilateral hand rash. Some rash on neck. Pt had used new soap previous day and had also worn latex gloves (nursing student). Treated with basis soap prn 3/5/96, hydroxyzine 10mg tid 3/5/96, hydrocortisone cream 18 prn itching.